Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Pump/cylinders: returned product consisted of a cx preconnect ms 21cm ps iz. The device was functionally tested and found that there was a leak in cylinder 2 due to interaction with a sharp instrument during explant. The reservoir also leaked due to fatigue at the corner of a fold. Cylinder 1 and the pump passed all tests with no leaks. The reported leak was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered- cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Reservoir: returned product consisted of a reservoir flat iz 100 ml. There was a leak in the kink resistant tubing and interaction with a sharp instrument. The reported fluid loss was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered- unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. Reservoir: model- 720185-01, lot sn- (B)(6), mfg date- 12/14/2017, exp date- 12/14/2019, gtin- (B)(4).

Event description:
It was reported that due to a fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was added that the device was completely empty of fluid upon removal. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. It was stated that there were no patient complication as a result of this surgery. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was added that the device was completely empty of fluid upon removal. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. It was stated that there were no patient complication as a result of this surgery. Should additional information be received a supplemental report will be submitted.